Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A reading issue was reported with the abbott diabetes care (adc) device. A caller reported receiving inaccurate readings on their adc device and it is unknown whether the customer noted a trend arrow on the device. It was reported that the "customer unable to eat, very nauseous, and could barely move" however, was able to self-treat (unspecified). It was further reported that the customer had contact with healthcare professional who obtained a laboratory result of 1120 mg/dl and administered insulin IV drip for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.